Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving "turning on" when the patient uses the onetouch ultra test strips. On may 6, 2009, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 4 times per day and takes 30/70 mixed insulin to control her diabetes. The patient has an insulin sliding scale per the lfs meter readings. The power issue occurred one week prior to the day the patient contacted lifescan. Reportedly, the patient was unable to test her blood glucose as usual after the reported issue began. On several occasions, the patient reportedly had symptoms described as "shaky feeling all over." The patient administered self-treatment with food/beverage. The symptoms abated within 30 minutes. The patient did not test with another device at the time of concern. The patient indicated that had she been able to test during the week in question, she would have been able to prevent the aforementioned symptoms suggestive of hypoglycemia. During troubleshooting, the customer care advocate noted that the patient was not using the correct test strips. This complaint is being reported because of a possible user error (incorrect use of test strips). The patient claimed she had symptoms that can be suggestive of hypoglycemia after she was unable to obtain a blood glucose reading on the subject meter due to the reported issue. Replacement products were sent to the patient.